Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) experienced syncope. The patient was brought to the hospital. Upon evaluation, it was noted noise, that was oversensed on the right ventricular (rv) lead and some episodes with inappropriate anti-tachycardia pacing (atp) were delivered. There is no pacing inhibition. Rv lead damage was suspected. Currently, the ICD remains in service, however, the physician opted to turn off ICD therapy. The patient is wearing a life vest and awaiting an upgrade procedure to be performed at a later date. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) experienced syncope. The patient was brought to the hospital. Upon evaluation, it was noted noise, that was oversensed on the right ventricular (rv) lead and some episodes with inappropriate anti-tachycardia pacing (atp) were delivered. There is no pacing inhibition. Rv lead damage was suspected. Currently, the ICD remains in service, however, the physician opted to turn off ICD therapy. The patient is wearing a life vest and awaiting an upgrade procedure to be performed at a later date. No additional adverse patient effects were reported. Additional information received indicated that an x-ray was performed and the rv lead was found to be fractured. Additionally, twiddler syndrome was also observed. Subsequently, underwent procedure, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) experienced syncope. The patient was brought to the hospital. Upon evaluation, it was noted noise, that was oversensed on the right ventricular (rv) lead and some episodes with inappropriate anti-tachycardia pacing (atp) were delivered. There is no pacing inhibition. Rv lead damage was suspected. Currently, the ICD remains in service, however, the physician opted to turn off ICD therapy. The patient is wearing a life vest and awaiting an upgrade procedure to be performed at a later date. No additional adverse patient effects were reported. Additional information received indicated that the rv lead exhibited out-of-range shock impedance measurements. An x-ray was performed and the rv lead was found to be fractured. Additionally, twiddler syndrome was also observed. Subsequently, underwent procedure, the rv lead was explanted and replaced. No additional adverse patient effects were reported.